Event description:
It was reported that the system was explanted due to infection.

Manufacturer narrative:
No medwatch form was received. Review of quality records. Analysis was normal. No anomaly found.